Manufacturer narrative:
H10: the philips remote service engineer (rse) advised the biomed engineer (bme) of the troubleshooting steps to identify the failed component. The bme determined the user interface (ui) printed circuit board assembly (pcba) was the cause. The bme replaced the ui pcba. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
The removed user interface (ui) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the system ui pcba into a pil v60 standard test bed (stb) for testing. The technician verified that the stb with the suspect ui pcba board installed, powered on without alarm or error code through the use of the power on button. The technician also verified that the stb with the suspect ui pcba installed, powered down without alarm or error code by the use of the power button and the ventilator shutdown button on the touch screen. The stb also passed all testing noted in test 1 and 2. Through the use of a fluke 87 multimeter, the technician verified that the ui sw_pwr line (c44/ fb21 pin 3) was at a constant 4.80 vdc, which is the required voltage for the normal operation of the ui and unit operation in the power on and power off status. The failure could not be duplicated in testing at the pil. The part analysis concluded with a no fault found result.

Event description:
Philips received a complaint from customer biomed, reporting the v60 ventilator would not power on. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue.